Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited high capture thresholds and noise. No device intervention was performed on the lead. The patient was stable.